Manufacturer narrative:
Initial and final MDR (B)(4). MDR device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 21-june-2024, it was reported by the patient that two infusions set not release after insertion into the body. Event was occurred on 06/21/2024 and 06/23/2024. High blood glucose level was 249 mg/dl on 06/21/2024 and 290 mg/dl on 06/23/2024. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.